Event description:
During a laparoscopic oophorectomy, the specimen was placed into the pouch and was being removed from the abdomen when the pouch ruptured and the specimen dropped back into the pt. The specimen was retrieved using another pouch. There was no adverse consequences to the pt.